Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. It is reported that the initial evaluation revealed that the aneurysm neck measured 28mm in length and with a diameter 25-27mm. However, ivus eval of the aneurysm revealed the neck to measure 25-27mm. The patient has a history of copd, acute and chronic renal failure and hyperkalemia. It is reported that the left common artery was found to have calcificationn disease at the origin of the superficial femoral artery at the junction of the common femoral, superficial femoral, and profunda femoral arteries that was endarterectomized later in the procedure. The right common femoral artery, superifical femoral, and profunda femoral arteries were also found to have significant plaque disease. It is reported that several physicians participted in the stent graft procedure. It was reported that the physician felt resistance in the placement of the 22 fr sheath as the right external iliac artery was being interrogated; however, the physician felt that this was not unusual from other patients he has seen. The physician positioned the delivery system below the renal arteries and began to deploy the stent graft. The physician moved the stent graft down and repeated the angiogram, which confirmed precise placement and continued to further deploy the body of the stent graft. It is then reported that the physician ran into a problem where he could not remove the runners, even though he had already pulled the sheath all the way out. He reports that this was unusual. It is reported that the physicians tried several maneuvers to prevent the stent graft from being pulled down; however, the stent graft migrated from the level l2 to l3 into the sac, which further prevented the removal of the runners and the deployment of the stent graft. The physicians then attempted to gain length of the sheath. The 22 fr sheath was cut, and after removing the plastic device the sheath was pulled back and downward approximately 5-6cm and further deployment of the stent graft was attempted; however, this was unsuccessful. It was reported that 14.5cm of the stent graft had deployed. At this point, the physicians decided to convert the patient to open repair. During the exploration of the aneurysm the physicans found a dissection of the right common iliac artery. It is reported that the sheath was tight in the distal right common iliac artery and right external iliac artery. The neck of the aneurysm was severely calcified and very hard and both iliac arteries and particularly both external arteries were significantly calcified. It was reported that the deployment of the stent graft was all the way to the level of the bottom of the gate, and the sheath had been basically narrowing the rest of the limb at this point, and the only part of the graft that was deployed was the main body at a level of the contralateral inferior portion of the gate, and the runners were certainly exposed as the sheath was uncovered. When the physicians opened the external and common iliac arteries completely, there was significant amount of grumous (lumpy, cloted) material and sharp calcified plaquing that was disintegrated. Quick control of the internal iliac artery was made with an intra-aortic balloon. An inhara-pruitt #9 was placed into the right internal iliac artery. An aortobifemoral graft was indicated due to the destruction of the external iliac artery by the significant amount of plaque. It is reported that the physicians had to endarterectomize the common femoral, superficial femoral, and profunda femoral arteries bilaterally. Upon completion, the physicians found the right superficial femoral artery had decreased flow and a poor pulse due to residual plaque; this was successfully treated with an endarterectomy. The peripheral pulses were palpable bilaterally. It is reported that the patient is fine. Medtronic ave has received a video of the procedure. Medical evaluation by an outside contracted physician indicates that the runner pull down issue was caused by the 22 fr cook sheath not being pulled back into the external iliac artery, therefore, covering the attached ipsilateral iliac limb resulting in the distal end of the iliac limb being caught in the cook sheath. These events caused the pull down of the stent graft. This was not a stent graft delivery catheter deployment issue, but rather a technical error on the part of the physician. The evaluation of the video by a medtronic ave r&d engineer reveals that the main section of the stent graft was deployed while its iliac leg was still constrained. The constraint appears to be an introducer sheath. It appears the device deployed as planned, the handle had full travel, and the main section could be initially seated into the proximal neck where intended. When the physician attempted to pull back the runners, they would not move because the iliac was never expanded, releasing the device from the runners, and was fully held in its small diameter by the ID of this introducer sheath. It was not only not expanded, but the tremendous friction of the runners attempting to move while sandwiched between the introducer and the stent graft probably resulted in the severe pull-down.